Event description:
It was reported that the patient was scheduled for MRI and was trying to run impedance. The manufacturer's representative (rep) reported the tablet is slow in interrogating, and reported this is a normal response. When the rep ran impedance both 0.7v and 3v at the end of electrode impedance, error code 4042f515, telemetry failure. Communication with the neurostimulator failed. The rep used another tablet which did the same thing with the same error message: error code 4042f515, telemetry failure. Communication with the neurostimulator failed. The rep reported the patient is receiving appropriate therapy. Closed all apps, powered the tablet off and on. Re-ran electrode impedance at 3v, error code: 4x1017f. It was suggested to update the dbs app and comm manager app and to close all history and power the tablet off and on and power the communicator on/off twice. The issue was not resolved through troubleshooting. Towards the end of the impedance interrogation, there was no communication for about 1 min 30 seconds before an error message displayed. Rep saw a new error code: 6b03b4f9. Ins voltage: 2.92v. The home screen did not show impedance testing has been performed. The issue was not resolved through troubleshooting. Profiled cleared and completed and confirmed both tablets were updated. The caller continued to see error code: 6b03b4f9 on both tablets after app updates. The mother of the patient told the rep that when the caller was troubleshooting on friday, the patient had felt some shocking sensation while going through troubleshooting. The caller stated that the patient didn't feel good on saturday and turned dbs stim up on sunday and that has seemingly led to the patient feeling better. The rep noted that the patient is scheduled for an MRI on thursday and the mother is unsure how to proceed. Additional information was received from the rep who reported the patient saw the hcp and the doctor was able to interrogate the ins without needing to reset or do anything else. The caller stated the issues seemed to have resolved, but still doesn't know why her tablet would not read the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) who reported the patient will be seeing the healthc are provider today. They reviewed reset neurostimulator, suggested obtaining the patient's settings prior to reset as well as running therapy and electrode impedance after reset. Additional information was received from the manufacturer's representative (rep) who reported the patient was seen yesterday by the healthcare provider. The healthcare provider able was to interrogate the implantable neurostimulator without needing to reset. The rep stated the issues seemed to have resolved. Additional information was received from the manufacturer's representative (rep) who reported the cause of the shocking sensations m ay have been brought on by the impedance testing and only occurred while during impedance testing. The patient had a MRI scan yesterday. No further issue. It was also reported that after updating both tablets the error messages/codes resolved.